Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and intraductal proliferative breast lesion ('tumor / teratoma / cancer type: breast cancer dcis stage 0 high grade') in an adult female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included oxycodone from 2018 to 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteria vaginosis"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), back pain ("lower back pain") and headache ("head pain") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient was found to have intraductal proliferative breast lesion (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (biletaral mastectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, intraductal proliferative breast lesion, genital haemorrhage, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, abdominal pain, back pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, fatigue, genital haemorrhage, headache, intraductal proliferative breast lesion, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 197 lbs. Xray following the procedure revealed that no coils or portion of the essure devices remained - these had been completely removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number: b93879 manufacturing date: 2013-11-07 expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and intraductal proliferative breast lesion ('tumor / teratoma / cancer type: breast cancer dcis stage 0 high grade') in an adult female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included oxycodone from 2018 to 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteria vaginosis"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), back pain ("lower back pain") and headache ("head pain") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient was found to have intraductal proliferative breast lesion (seriousness criterion medically significant). On an unknown date, the patient experienced genital hemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (bilateral mastectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, intraductal proliferative breast lesion, genital hemorrhage, vaginal hemorrhage, menorrhagia, bacterial vaginosis, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, abdominal pain, back pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, fatigue, genital hemorrhage, headache, intraductal proliferative breast lesion, menorrhagia, pelvic pain, vaginal discharge, vaginal hemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 197 lbs. Xray following the procedure revealed that no coils or portion of the essure devices remained - these had been completely removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs&mr received: lot number was added, previously reported event- medical device removal was deleted, newly added events- genital hemorrhage, vaginal hemorrhage, menorrhagia, bacterial vaginosis, intraductal proliferative breast lesion, vaginal discharge, blurred vision, fatigue, weight gain, hair loss, abdomen pain, pelvic pain, lower back pain, head pain. Reporter was added, consumer height, weight and race was added, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: plaintiff fact sheet received. Reporter added. Essure indication updated. On (B)(6) 2019, she explanted essure. Event injury was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.